Manufacturer narrative:
The reported events were helix mechanism issue was confirmed and high capture threshold was not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found over-torque of the inner coil at the connector region consistent with procedural damage. No anomalies were detected with the exception of procedural damages.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the novel right ventricular lead exhibited high capture threshold and during repositioning, could not pass fully through the catheter. The procedure was completed using an alternate lead on 6 feb 2023. The patient was stable.